Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not emit audio-prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the device would not power on. This issue would also cause the device not to emit audio prompts. The root cause of the reported issue was determined to be battery depletion. The battery was replaced to solve the reported issue. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not emit audio-prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.